Manufacturer narrative:
Investigation summary: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported patient outcome could not be conclusively established through this evaluation. The account reported that the patient developed a resistant infection on (B)(6) 2016 in the counter incision on his lower right abdomen from the most recent pump exchange on (B)(6) 2016. It was noted that the driveline was tunneled across the abdomen and exits on the left. The patient was treated with numerous oral and IV antibiotics in addition to debridement with wound vac placement. The patient eventually developed bacteremia and went home with hospice. Due to the patient¿s non-compliance with medication and cares, the patient was not eligible for a pump exchange. The patient expired on 12oct2018 due to pump infection and right heart failure. Although it was initially reported that the pump was explanted, it was later communicated that vad-18038 would not be returned. There is no product available for investigation. The hm ii lvas IFU lists pump pocket infection, local infection, right heart failure, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU, as well as the hmii lvas patient handbook, also provide care instructions in reference to preventing infection. The relevant sections of the device history records (documents 168855, 166699, and 165599) for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device: 2 years and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient expired due to pump infection and right heart failure on (B)(6) 2018. Per the account, the patient developed a resistant infection in the counter incision from the patient's last lvad exchange on (B)(6) 2016. This infection developed on (B)(6) 2016 and the patient was treated with numerous intravenous and oral antibiotics, as well as debridement with wound vac placement. The patient eventually developed bacteremia and went home with hospice. The patient declined a third pump exchange.